Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer cribriform was selected for an implant on (B)(6) 2022. During implant, the device deformed into a cobra shape. The device was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink was noticed in the delivery system. A new 25mm amplatzer pfo was successfully implanted. Patient remain hemodynamically stable throughout the procedure and no clinical significant delay was reported. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.